Manufacturer narrative:
The unit was returned for failure analysis and the reported failure (bipolar 2 port not recognizing instrument bad connection) was confirmed and reproduced. The unit was placed on an in-house system and was run normal mode. The erbe is in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the referenced integrated electrosurgical unit (iesu) generator was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure an unspecified issue with the integrated electrosurgical unit (iesu) generator bipolar energy. No further information was provided. The procedure was completed with no reported injury.